Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation off symbol is showing even though ipg is definitely switched on. There were no connection strength bars showing, and therapy on and off buttons are not working. Additionally, the desktop charger connection pin is failing, wobbly and does not connect into the port solidly. The products will be replaced. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the stimulation off symbol/connection/button issue was not determined. It is unknown if the replacement recharger resolved the issue. Manufacturer representative (rep) is unable to discern if there is an issue with the patient's ins, but considering they haven¿t called through again they don¿t believe so.